Event description:
The customer reported that she was hospitalized with high blood glucose levels, with a reading of 185 mg/dl. The customer stated that she experienced high blood glucose levels for three days prior to the event. The customer changed the infusion set and treated, but that did not solve the issue. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer did not have the tubing clamp to continue troubleshooting. The tubing clamp was shipped to the customer. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.